Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. It is unknown if the device is available for return and evaluation. Follow up has been done with the health care provider by letter and through sales. No response has been received to date. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Explant of a valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), regurgitation, dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 19mm aortic valve was explanted after an implant duration of approximately 9 months (9.93 months) due to unknown reasons. The valve was implanted on (B)(6) 2012 and explanted on (B)(6) 2013. The device was replaced with another magna ease valve, model 3300tfx19mm. No further details were provided. Information was learned through (B)(4) implant patient registry.

Manufacturer narrative:
Through follow up with the health care provider, it was learned on (B)(6) 2013 that the device was explanted after an implant duration of 9.93 months due to paravalvular leak. The 19mm valve was explanted and replaced with the same model and size device. The device will not be returned for evaluation because it was discarded at the hospital. Surgeon comments that there was no malfunction of the device. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Without additional information from the health care provider, we are unable to determine conclusively the root cause for explant of this device.